Manufacturer narrative:
Reported event was confirmed by review of photographs. Photographic inspection determined that device is fractured. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. This report is number 3 of 5 mdrs for the same event (reference 0001825034-2017-00726/ 00727/00580/00748/00749).

Event description:
During a shoulder arthroplasty revision procedure, the extractor fractured. There was no harm to the patient and no delay in the procedure.